Manufacturer narrative:
Implant date: 2015 the explanted spectra cylinders were returned for evaluation - the analysis results indicate both cylinders were fully functional. One cylinder sustained damage during the removal of the device. The circumstances surrounding the damage are unknown.

Event description:
It was reported that the patient had his spectra concealable penile prosthesis replaced with an inflatable penile prosthesis due to patient dissatisfaction. The patient was "unhappy with spectra, not useful for intercourse" and "patient wants a different model". No patient complications were reported in relation with this event.